Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages) was confirmed due to a broken pulse wire in the trunk cable, causing fault. The belt was unable to complete a falloff test. The root cause for the broken wires was excessive force. There was no adverse event that resulted from the damaged belt.